Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer obtained a blood glucose reading of 119 mg/dl on a contour xt meter. The customer was feeling hypoglycemic. In a pharmacy, another test was performed within ten minutes and a reading of 70 mg/dl was obtained. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.